Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was air in the patient line of the cassette during the initial drain phase of peritoneal dialysis (pd) therapy. The home patient (hp) was connected. Troubleshooting revealed the patient had started therapy prior to connecting. The technical service representative reviewed proper procedures. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain.